Event description:
It was reported that during testing by the customer, the device was overheating during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results and added d9 product return date.

Event description:
It was reported that during testing by the customer, the device was overheating during testing. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.